Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. Perform a femoral angiogram to verify the location of the puncture site. Event and therapy dates: estimated date, exact date noted reported. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after percutaneous transluminal coronary angioplasty (ptca). Reportedly, the knot could not be advanced and the suture broke. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No femoral angiogram or other imaging was taken prior to the procedure. There was no reported clinically significant delay in the entire procedure. No additional information was provided.